Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter kit was used during a ureter dilatation procedure on an unknown date. According to the complainant, the balloon burst during the procedure. It is unknown what pressure the balloon was inflated to when it burst. The balloon was inflated with the inflation device included in the kit (encore inflator) and with a (B)(4). The balloon was not tested outside of the patient. The physician completed the procedure with another uromax balloon with no complications and the patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
(B)(4) for the reported event of "balloon burst." A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event. A visual analysis of the returned device revealed that the balloon was partially inflated with liquid. A functional analysis of the balloon revealed that it could not be inflated to its rated burst pressure (rbp) of 20 atm due to a pinhole leak located approximately 2 mm proximal to the proximal edge of the distal balloon sleeve. A visual and tactile examination of the catheter shaft revealed no defects. Operational context contributed to this event.